Event description:
The customer's parent reported via phone call that they had hyperglycemia. Customer's blood glucose level was 489 mg/dl at the time of incident. Customer stated insulin pump had insulin flow blocked alarm therefore their blood glucose had been running high. Auto mode feature was not activated at the of high blood glucose event. Customer declined troubleshooting. No further information provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.